Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol). Premature battery depletion was alleged. There were no adverse patient effects reported. Additional information was provided that the device was explanted, replaced and returned to boston scientific for analysis.